Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis event was reported to possibly be due to diarrhea; however, this could not be medically confirmed. On the same day, the patient was hospitalized for the event. The patient began treatment with cefazolin (1 gram per day) and fortum (1 gram per day) intraperitoneally (ip) for peritonitis. Three days later, treatment with cefazolin and fortum were discontinued and the patient began treatment with ciprofloxacin (200mg per day) and tienam (1 gram per day) ip for peritonitis. Three weeks after admission to the hospital, the patient was discharged. Pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).